Manufacturer narrative:
Per the clinic, the patient experienced an infection and extrusion at the implant site and was treated with antibiotics (specific type, date and duration not reported). Subsequently, patient underwent a temporal muscle rotation surgery on (B)(6) 2021. This report is submitted on december 01, 2022.

Manufacturer narrative:
This report is submitted on jun 4, 2021.

Event description:
Per the clinic, the skin slap revision to correct an extrusion of the receiver stimulator as reported in 6000034-2021-01659. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.